Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 5 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The registered nurse (rn) stated that she noticed that the supply bag was attached to the blue clamp line and the unused supply line may have had the white clamp open. The rn would double check when she returned to the patient's room. The rn had already ended therapy on the hc. The technical service representative (tsr) advised the rn to contact the peritoneal dialysis doctor about the possible exposure to unsterile air. The rn was going to drain the patient manually and call the doctor. The hc was operational. Proper procedures were reviewed. There were no samples nor lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this condition was confirmed, as there was a report of an open line clamp. The root cause was determined to be a use error, due to the open clamp. The label review found the labeling adequate for the use error. This issue is being investigated through CAPA.